Event description:
It was reported that the customer's blood glucose levels were not normal because the insulin pump was overdelivering insulin. The customer's mother was refilling the reservoir when she received a motor error alarm after pressing the act button to do the filling process. The customer's blood glucose was 284 mg/dl. Afterwards, the insulin pump was consistently asking to rewind. Troubleshooting was not done because the insulin pump was not present at the time of the call. Advised to call back in order to troubleshoot insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.